Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: unknown batch no.: unknown. It was reported by the regulatory agency that there was administration site inflammation. Administration site inflammation.